Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17546. The patient received 2 scs leads with the same lot number. It was reported the patient was thinking of having her scs system explanted due to ineffective stimulation. Subsequently, the patient was advised to have her scs system reprogrammed. During the reprogramming appointment, the sjm representative was unable to establish communication with the patient's scs ipg using multiple external devices. The patient stated she has not used or charged her scs system in over 6 months. The patient is now deciding on whether the system will be explanted or explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.